Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was attempted for use in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was noted that no abnormality was noticed during the inspection of the device and there was no damage to the packaging. It was reported that after the endurant stent graft system was flushed and was attempted to be deployed the screw gear threads on the delivery system appeared to be broken. The device was replaced with another one and the procedure was completed. Per the physician, the cause of the event was related to the device. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.